Event description:
It was reported that "during a central line placement under ultrasound guidance in the right femoral vein, the clinician observed blood leaking from the hub of the introducer needle during aspiration. The procedure was successfully completed using an alternate needle from the kit." There were no reports of patient injury, harm, adverse health consequences, or medical intervention associated with the event.

Manufacturer narrative:
(B)(4).